Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During preparation of a 3.50 x 28mm synergy ii drug-eluting stent, it was noted that the stent looked damaged upon removal. No patient complications nor injuries were reported.